Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced hemorrhage/bleeding and hyperglycemia. Which did not require treatment. The customer reported, a blood glucose value of 495 mg/dl. Troubleshooting was performed. But later, it was declined. The customer reported, the customer reported, the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1884, mmt-332a, unomedical, mmt-7040a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported, blood at the site. The customer received, a change sensor alert. Explained possible causes. The customer was unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. The customer reported, high blood glucose. No further patient complications were reported. No product return was required for mmt-1884, no product return was required for mmt-332a, no product return was required for unomedical, no product return was required for mmt-7040a, frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7040a- snsr.